Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump was unable to prime during prime test due to faulty force sensor.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and unexpected error test. All operating currents are within specification. Off no power alarm functioned properly. The insulin pump was unable to prime during prime test. The insulin pump was unable to determine the root cause or the prime anomaly due to insulin pump preservation. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had minor scratched display window, scratched case, a small crack on the reservoir tube and cracked reservoir tube lip. The insulin pump was received with depleted battery installed. Data analysis: 09/03/15 daily insulin total = 10.525u auto off at (B)(6) 2015 12:14, (B)(6) 2015 daily insulin total = 12.550u, (B)(6) 2015 daily insulin total = 44.425u, (B)(6)2015 daily insulin total = 42.650u (button error alarm at (B)(6) 2015 at 23:05), (B)(6) 2015 daily insulin total = 0.000u, (B)(6) 2015 daily insulin total = 0.000u off no power alarm at (B)(6) 201512:19 and (B)(6) 2015 daily insulin total = 0.000u.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home. The caller stated that the autopsy was completed the day before the call. The cause of death is still unknown; there are other things involved - possibly alcohol - but the customer's blood glucose levels were haywire. The caller noted that the customer was having kidney issues the last time she saw her doctor. The caller did not know the customer's blood glucose at the time of passing. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.